Event description:
Boston scientific crm received information that during the routine device replacement procedure; it was noted that this left ventricular lead was fractured. In addition, the right ventricular defibrillation lead sensing had decreased and the threshold had increased. The decision was made to remove and replace the left ventricular lead and to implant an additional pace/sense right ventricular lead. A new device was successfully implanted as well. No adverse patient effects were reported.

Manufacturer narrative:
A new pacing system was successfully implanted. The explanted products were not returned to boston scientific crm. Should additional information become available, an amended report will be submitted.